Event description:
According to the reporter, the device intermittently locks up upon power-on with frozen white display. No pt involvement reported with this event.

Manufacturer narrative:
Physio-control evaluated the device and observed that operation would intermittently lock up. Physio replaced the user interface to stack connector flex cable, designator w18, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.